Manufacturer narrative:
It was reported that the patient has a loose knee and requires thicker poly inserts. Revision surgery is planned to exchange the poly inserts. Revision surgery is planned to exchange the poly inserts.

Event description:
It was reported that the patient has a loose knee and requires thicker poly inserts. Revision surgery is planned to exchange the poly inserts.